Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2009 and mesh and an obtryx sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia and neuromuscular problems. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with hysterectomy. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, burning with urination and leakage of urine. (B)(4).

Event description:
It was reported that following insertion the patient experienced hematuria, burning with urination and leakage of urine.